Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model d1000. This product was used for the product code, and 501k. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego¿ connector that experienced breakage during use 4 times. It is not clear the number of patients since no specific details are given. It was reported that the tego's internal rubber broke during therapy, at the moment of inserting the syringes and dialysis lines. There was no sample available because it contained biological material. The client reports that the problem has been occurring always at the end of the treatment, when flushing with saline solution and when connecting to the patient. It was reported that the tegos were new and that this week it happened four times. The customer provided an image. The event occurred during patient use, but there was no harm reported as a result of this event. The customer reference is (B)(6) 2025, and also that when connecting to the patient it alarmed occlusion, after this alarm they replaced the tego.

Manufacturer narrative:
Investigation summary: a photo was provided showing a tego with tearing found along the top rim. The complaint can be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history was reviewed and the lot number was found to fall under the scope of a corrective and preventative action (CAPA). A CAPA plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.